Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The complaint is confirmed. The root cause is attributed to the manufacturing process. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during the hemodynamic monitoring process for an adult patient, the pressure monitoring set was noted to be leaking blood at the stopcock junction. The nurse was alerted immediately by the monitor alarm and attended to the patient. The nurse noticed a blood stain on the patient's drape when entering the room. The patient was conscious and relaxed. The event was not considered life threatening. Additional blood was not administered. The pressure monitoring set was replaced by the nurse.